Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and was hospitalized in the pediatric intensive care unit. Details of hospitalization were not provided.